Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing threshold. The patient also complained of muscle stimulation. The lead was thought to have dislodged. A lead revision procedure was performed where it was determined that the lead had in fact pulled back from its original position. The lead was explanted and replaced. There were no additional adverse patient effects reported.